Event description:
Patient reported discovering infusion set tubing partially separating when he disconnected from the device to take a shower. He did not report any physiological effects associated with this issue. No medical assistance was necessary. The product has been requested for return to be evaluated.